Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician employed the use of a closurefast catheter with an rfg3 for treatment of the patient¿s great saphenous vein (gsv) following the IFU. The device was prepped without issue and the correct temperature was reached. It is reported that during the treatment of the last two segments, the generator displayed an ¿ablation stopped¿ message and turned off. The physician removed the catheter and inspected it. It is reported there was a small filament exposed at the tip. The catheter was replaced with another catheter and the procedure was completed without further issue. Five segments were treated and the vein successfully closed. No patient complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film analysis: an image which showed a copy of the manual was received. This image is not relevant to the reported event. Product analysis: the closurefast catheter was returned for evaluation. No ancillary devices , cine images or procedure notes were returned. Visual inspection was completed and no abnormalities or deformities of the catheter shaft were observed. The coil was inspected under magnification and no abnormalities were noted. Visual inspection under magnification of the catheter cable connector revealed that the pins were straight resistance testing was performed. The catheter connector was plugged into the resistance tester and the catheter was tested according to specification. The device passed all tests. Functional testing was performed. The correct device was recognized by rfg generator when plugged in. The expected low temperature advisory was displayed when activated and when the temperature rose to 120c the device completed a cycle without any advisory message displayed. The catheter passed functional testing on an rfg3 generator and was run for five additional cycles with no indication of device failure of intermittent condition. If information is provided in the future, a supplemental report will be issued.